Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgment resulting in small r wave amplitude and loss of capture. There was also noise noticed during lead repositioning procedure. Lead currently remains in service. No additional adverse patient effects were reported.